Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found with a melted tip. The hook passed the electrical continuity. Additionally, the instrument was found to have distal clevis damage at the base of the distal clevis. The distal clevis were indented. The complaint regarding a charred tip was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook instrument was heavily charred at the instrument tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the operating room (or,) there were no incidents, neither that a patient was harmed nor that residue from the hoist remained in the patient. All other questions cannot be answered.